Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventative maintenance of their device informing them of improperly maintaining instruments that may cause (B)(6) site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/15/2009 and has no previous repair history at zimmer surgical. Evaluation of the device observed the left latching pin was locked up and could not be pulled out, and the right latching pin was loosened and did not lock. It was also seen that the inside of the ratchet handle and the right end of the roller was galled. Additionally, the comb had a bent tine on the right side. Prior to repair, zimmer test mesh and calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the ratchet gear, sliding pin, comb, roller, ball detent, bushings and both side plates. The device has not been returned to zimmer surgical for maintenance or repair in four years. Lack of preventative maintenance most likely caused the latching pin to malfunction and the damage to the ratchet, which most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher complete ratchet did not do a full rotation and the top part does not close properly. No additional clinical information was received prior to this report.